Manufacturer narrative:
Initial report : the device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
When loading imaging from pacs, it was noted by the company representative that the dicoms did not delete from the temporary folder, and were still visible in the software even when selecting to not keep the dicoms stored in the temporary folder. The folder could be manually cleared on the maintenance side.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the impossibility to clear the temporary pacs folder is due to a software anomaly.

Event description:
When loading imaging from pacs, it was noted by the company representative that the dicoms did not delete from the temporary folder and were still visible in the software even when selecting to not keep the dicoms stored in the temporary folder. The folder could be manually cleared on the maintenance side.